Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2014 and suture was used. When passing through the tissue at the first stitch the needle separated from the suture. Another same like device was used to complete the procedure and no adverse patient consequences reported.

Manufacturer narrative:
Conclusion- representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.